Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned device found a worn and dirty enclosure, a cracked tank cover, a rusty drain fitting, and wear and tear damage to the line cord. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed, a leak was found under the tank cover due to a crack on the bottom. The source of the issue was user interface. The tank cover, drain fitting, line cord, and reservoir gasket were replaced, and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device leaked. No additional information was available. No patient injury was reported.